Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed a fatal error message preventing access and experienced repeated failures despite multiple reboot attempts. A technical support specialist connected to the device, checked and backed up the database, performed a full datasync to correct the issue, and followed proper datasync procedure & how to place new db in es station. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a fatal error message preventing access and experienced repeated login failures despite multiple reboot attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.